Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on evaluation of the provided calibration and qc data, a general reagent issue could be excluded.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable magnesium results for nine patient samples. The samples were repeated on the same cobas integra 800 analyzer and another cobas integra 800 analyzer. Of the data provided, only the results for seven of the samples were discrepant. Patient sample 1 initial result was 2.4 mg/dl. The repeat result on the same analyzer was 1.7 mg/dl and on the other analyzer was 1.7 mg/dl. Patient sample 2 was from a female patient. The initial result was 2.6 mg/dl. The repeat result on the same analyzer was 1.9 mg/dl and the repeat result on the other analyzer was 1.8 mg/dl. Patient sample 3 was from a male with a birthdate of (B)(6) 1952. The initial result was 2.8 mg/dl. The repeat result on the same analyzer was 3.0 mg/dl and the repeat result on the other analyzer was 2.2 mg/dl. Patient sample 4 was from a female with a birthdate of (B)(6) 1932. The initial result was 2.7 mg/dl. The repeat result on the same analyzer was 2.7 mg/dl and the repeat result on the other analyzer was 2.0 mg/dl. Patient sample 5 was from a male with a birthdate of (B)(6) 1940. The initial result was 2.2 mg/dl. The repeat result on the same analyzer was 1.4 mg/dl and the repeat result on the other analyzer was 1.4 mg/dl. Patient sample 6 was from a female with a birthdate of (B)(6) 1961. The initial result was 2.7 mg/dl. The repeat result on the same analyzer was 2.0 mg/dl and the repeat result on the other analyzer was 1.9 mg/dl. Patient sample 7 was from a male with a birthdate of (B)(6) 1940. The initial result was 2.7 mg/dl. The repeat result on the same analyzer was 1.9 mg/dl and the repeat result on the other analyzer was 2.1 mg/dl. The repeat results from the other analyzer were believed to be correct. The erroneous result for one patient was reported outside the laboratory. The customer did not have access to the information to determine which patient this was. A corrected report was issued. There was no adverse event. The magnesium reagent lot number was 68762901 with an expiration date of 04/30/2015. The field service representative found there was a faulty st1 cable and replaced it. The customer ran precision testing.